Event description:
Patient underwent a robotic-assisted laparoscopic radical prostatectomy. Procedure length 360+ minutes tip cover accessory reportedly developed hole during procedure and was replaced. No known patient harm.